Event description:
It was reported that the customer noticed a change in the size and amount of water lube in some of the magic3 catheters they received. Also stated that the catheters caused some irritation due to lack of the lube provided. Per follow up via email received on 09feb2023, they did not have the lot numbers and noticed that the size of the packets changed one some of them and the amount changed also. There was no patient injury but just little chunks of blood that the doctor described at trauma. They were still able to void the indiana pouch but could visibly see the catheter catching onto the stoma when pulled out. They also stated that they liked the 50816g than the 50616.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "air in lines". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "air in lines". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the customer noticed a change in the size and amount of water lube in some of the magic3 catheters they received. Also stated that the catheters caused some irritation due to lack of the lube provided. Per follow up via email received on 09feb2023, they did not have the lot numbers and noticed that the size of the packets changed one some of them and the amount changed also. There was no patient injury but just little chunks of blood that the doctor described at trauma. They were still able to void the indiana pouch but could visibly see the catheter catching onto the stoma when pulled out. They also stated that they liked the 50816g than the 50616.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer noticed a change in the size and amount of water lube in some of the magic3 catheters they received. Also stated that the catheters caused some irritation due to lack of the lube provided. Per follow up via email received on 09feb2023, they did not have the lot numbers and noticed that the size of the packets changed one some of them and the amount changed also. There was no patient injury but just little chunks of blood that the doctor described at trauma. They were still able to void the indiana pouch but could visibly see the catheter catching onto the stoma when pulled out. They also stated that they liked the 50816g than the 50616.